Event description:
The patient reported being disappointed in the outcome of the treatment after following all the directions. The dentist stated the bite was so far off and needed to be fixed by an orthodontist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.